Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. During start/boot up, a "vitatron vision serious programmer problem" appeared on the screen. After turning the programmer off and on, an error appeared on the screen. The xy board from the display was defect. System errors were found in the log files. There was no paper in the printer drawer. There were cuts in the cable from the stylus and the overall shielding was visible, but the stylus was working correctly. Errors were found in the software history. A new software installation was done as a preventive measure to solve the vision error. The xy board was replaced. Paper was added. The stylus was replaced. During the new software installation, a system error appeared on the screen. This was an link electronic module (lem) board related issue. The lem board was worn and was replaced. A new software version was required to solve the software history errors. The touchscreen was calibrated according to procedure. Software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer generated an error stating "serious programmer problem". The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.